Event description:
It was reported that during a cystectomy procedure, the clipper failed to deploy clips properly during procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Disassembled hoop spring, damaged antiback-up the analysis results of the (B)(4) device (a) found that the instrument was received non-functional. During functional testing the clips would not feed into the jaws upon firing and the antibackup feature was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled and the hoop spring was found to be out of position thus, the handle would not return to open position to feed the clips. However we could not be determined what may cause the condition found. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the (B)(4) device (b) found that the instrument was received non-functional. During functional testing the clips would not feed into the jaws upon firing and the antibackup feature was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled and the hoop spring was found to be out of position thus, the handle would not return to open position to feed the clips. However we could not be determined what may cause the condition found. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the (B)(4) device (c) found that the instrument was received in good visual condition. Upon firing of the device, difficulties were noted during the activation of the handle; however, conforming clips were fed and then, it locked out as intended. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, the hoop spring was found to be disassembled leading the found difficulties during firing. It could not be determined what may cause the finding. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.